Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of tubing that came apart, and peritonitis in a male patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On an unreported date, the patient was doing therapy, forgot he was connected and the tubing came apart. On (B)(6) 2012, the patient experienced peritonitis due to the tubing came apart. On (B)(6) 2012, the patient was hospitalized for the peritonitis. On an unreported date in (B)(6) 2012, a peritoneal effluent culture test was performed and the results were not reported. Treatment rendered for the events was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, information was received from a nurse, which medically confirmed this report. Adverse event details, laboratory data and causality. The nurse stated the peritonitis was due to the tubing coming apart.

Manufacturer narrative:
(B)(4). The report of a connection issue during therapy, where the home patient forgot he was connected, the tubing came apart, and the home patient experienced peritonitis due to the tubing came apart was not confirmed. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the connection issue. The lot number, h11i19081, was provided and a batch review was performed, which revealed no issues and no deviations from standard procedure for the disposable set. Therefore, the complaint cannot be confirmed and the assignable cause was not determined. Per the home patient's registered nurse, the client has had no further complications and is still on pd therapy with no issues.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available, a follow-up will be submitted.